Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the sample tubing and sample drain, the ultrasonic transducer, and the sample arm. The cse cleaned the windows and ran a system check, resulting satisfactory. The cse checked the film alignment and adjusted it. The cse calibrated the instrument after which he ran precision on 10 patient samples, resulting satisfactory. The cse repeated the samples again, resulting satisfactory. A siemens headquarter support center (hsc) specialist has reviewed the data which indicated imprecision and outliers with the magnesium (mg) were resolved with the instrument maintenance and the film height adjustment. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated magnesium (mg) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same dimension exl instrument, resulting lower and matching patients history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated mg results.